Event description:
It was reported that during a liver ablation procedure, output could not be increased beyond 110 w. Despite continuing the ablation at this output for several minutes, there was no break and no bubbles appeared on the ultrasound. The needle was replaced with another lot and second counter electrode was added, but there was no significant change. The generator was tested with a test kit and no issues were found, suggesting the problem might be with the needle. Due to the patient's tissue condition, the procedure was ended in the middle and ablated with emprint at a later date.

Manufacturer narrative:
D10 concomitant products: rfa2030, rfa2030 rfa elec sgl 20cmx3cm x1, (lot#:50420191x), rfapad, rfa grounding pad, (lot#:42360179x), rfapad, rfa grounding pad, (lot#:unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver ablation procedure, output could not be increased beyond 110w. Despite continuing the ablation at this output for several minutes, there was no break, and no bubbles appeared on the ultrasound. The needle was replaced with another lot, and second counter electrode was added, but there was no significant change. The generator was tested with a test kit, and no issues were found, suggesting the problem might be with the needle. Due to the patient's tissue condition, the procedure was ended in the middle and ablated with emprint at a later date. Patient was already put under anesthesia at the time of the issue.

Manufacturer narrative:
Additional information: g3, PMA/510(k) #, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. A circulation leak test was preformed and water passed through the device's tubing without issue. The tubing was crimped to create back pressure; however, no leaks were observed. No nicks were seen in the insulation of the needle or the cable. The device was able to accurately detect temperature. An ablation test was preformed on porcine kidney. The kidney was dissected and investigators were able to visually confirm that the device had ablated the area with acceptable results. It was reported that the device was difficult to activate or had intermittent activation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.